Event description:
Customer reported experiencing recurring cartridge alarms 20 and 30 for the past month, beginning on (B)(6) 2025. Although the customer's blood glucose level displayed as "high," there was no adverse impact to the customer's blood glucose level. In response to the alarms, the customer took corrective actions including reloading or changing the cartridge and resuming insulin. Customer did not require third-party assistance. Technical support confirmed the issue and decided to replace the pump. The customer was informed to continue using the current pump and has multiple daily injections as backup until the replacement pump arrives. Instructions for returning the faulty pump, connecting the cgm, and programming the replacement were provided and understood.